Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. A partial lead measuring 53 cm from the proximal end was returned for analysis. The portion of the lead that was returned revealed short circuit doe to overtorqued inner coil inside the connector portion. This may have caused the reported capture anomalies. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead exhibited high threshold and exit block in the atrial channel. The lead was explanted.